Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation occurred. During an unknown procedure, a versacross connect for faradrive and a faradrive steerable sheath were selected for use. It was reported that the physician shared an story about a colleague (not disclosed) at a hospital (not disclosed) who had performed a transseptal procedure using the versacross and faradrive and when crossed the wire it went into the left atrium appendage (laa). When advancing the versacross dilator and then faradrive sheath across, the sheath jumped across the septum going into the laa and perforating through the laa. The patient required surgery to repair it. The physician said the transition of the versacross dilator and faradrive sheath is not smooth and this is what potentially caused the jump into the left atrium. No further details provided. The device is not expected to be returned for analysis.